Manufacturer narrative:
Product ID 3889-28, lot# va0dtk0, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that surgical intervention of a lead revision took place on 2014-(B)(6) and the device would not be returned for analysis. The patient did not require hospitalization due to the event and the patient outcome was no injury.

Event description:
It was reported, the patient had a lead revision done a week and a half prior to report because, there was a blueberry/grape sized lump on their back. The patient stated on top of the lump there was a small zit sized lump towards the skin and in the middle of the zit sized lump it was pointy. The patient stated, the point was the lead and they did the revision because, the concern was the lead would poke through the skin.